Event description:
It was reported that there were cracks in the flange portion of the trach. The rn was called into room after finding partial tears on bilateral trach flanges. To prevent complete tear in flanges, this rn competed trach change. Device is not available for investigation since it was discarded. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device not returned to manufacturer. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.